Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of drain complication alarms and the patient feeling very full during dwell 1 of 4 of treatment. A review of the patient¿s treatment records identified that the patient did not completely drain in the previous treatment. Technical support assisted the patient with performing a stat drain of 4449 ml during treatment. This drain volume is 223% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient did feel better after the drain. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using the cycler. The patient is continuing with pd therapy on the cycler without issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of drain complication alarms and the patient feeling very full during dwell 1 of 4 of treatment. A review of the patient¿s treatment records identified that the patient did not completely drain in the previous treatment. Technical support assisted the patient with performing a stat drain of 4449 ml during treatment. This drain volume is 223% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient did feel better after the drain. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using the cycler. The patient is continuing with pd therapy on the cycler without issue.